Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Moisture damaged found under lcd screen and motor assembly. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was dropped in the water and there is fluid underneath the lcd display screen. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the pump alarmed low battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.